Manufacturer narrative:
(B)(4). No allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.

Event description:
The patient underwent a transoral incisionless fundoplication (tif) procedure. The next morning, the patient was noted to have a cough, low-grade fever and weakness. A chest radiogram showed left posterior basilar infiltrate and a small pleural effusion presumed to be a left lower lobe aspiration pneumonia. Intravenous antibiotics were given. Over the next 3 weeks, the patient experienced similar signs and symptoms worsening severity until an esophagram and computed tomography scan of the chest demonstrated distal esophageal perforation with transmediastinal fistulous connection to a large cavitary left lung lesion. Patient was transferred to another facility for treatment. Upon arrival, the patient was in early septic shock. Esophagram confirmed the leak at 5cm above the gej. Patient was taken to the operating room for endoscopy and exploration. The left lower lobe cavity was drained, debrided, and marsupialized. Four percutaneous drains were left within the thorax. An esophagram on postoperative day 4 showed no leak, and patient underwent transition to oral antibiotics along with diet advancement. At 1-month follow-up, patient was tolerating soft foods with no further shortness of breath or cough, and, no complaints of reflux. Patient is doing fine.